Event description:
Reporter indicated that high lead impedance diagnostic test results were received following a generator revision surgery in 2008. There were no reports of high impedance prior to the generator revision. The pt subsequently underwent a full revision surgery on the following month. Good faith attempts for add'l info and product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.